Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-00814. This report is being submitted as additional information. Age of device: 4 years, 9 months, 27 days. Device evaluation: the report of difficulty disconnecting the driveline was confirmed via technical services during an on-site evaluation and removed the stuck driveline from the controller on 2/6/2018 under work order (B)(4). The report of the beeping sounds with a yellow blinking light for the controller battery alarms could not be confirmed. No log files were provided for review. A distal end driveline repair was performed by a technical services representative on 2/6/2018 and approximately 9¿ of the external portion of the driveline was returned for evaluation under work order (B)(4). Electrical continuity testing of the replaced portion of the driveline revealed no discontinuities or shorts. Visual inspection of the driveline revealed about 4.5¿ of rescue tape on the outer silicone jacket, starting approximately 1.5¿ from the metal connector. Removal of the rescue tape revealed an absence of the outer silicone jacket at approximately 2.5¿ to 5¿ and 6¿ to 6.5¿. A tear on the outer silicone jacket at approximately 2 inches was also observed; however, no damage to the bionate layer was identified. Visual inspection of the metal braided shield revealed breakdown indicative of normal wear for the duration of use on the distal portion of the dl. Visual inspection of the driveline¿s wires did not reveal evidence of any damage. The dl was then submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test revealed no areas of current leakage. During the evaluation, the pins of the metal connector were free from deformation and debris. Dried brown residue was observed on the exterior of the metal connector. The dried brown residue was situated in between the treads of the metal connector. The returned driveline was connected a test epc controller and disconnected without an issue. The dried brown residue on the returned driveline connector may have caused increased friction when making the disconnection during the reported controller exchange. The origins of the residue could not be determined but appeared consistent with potential fluid ingress. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the healthcare professional wanted to upgrade the patient to a pocket system controller from an epc system controller but the percutaneous lead (driveline) was unable to be released from the epc system controller. On 06feb2018 technical services performed an external driveline replacement due to the inability of the percutaneous lead to be disconnected from the system controller. Technical services removed the driveline from the system controller as was within the process of performing the replacement. The stuck lead was dislodged. The replacement occurred without issues. The patient was upgraded to a pocket system controller.